Event description:
A patient reported experiencing inaccurate low results with a meter. The patient's blood glucose results were 114 mg/dl versus 186 mg/dl meter to lab. Tests were done with 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.